Manufacturer narrative:
During inspection and testing of the device, the foreign material observed in the air/water channel could not be removed. The channel needed to be replaced to address the issue. In addition, service found the adhesive on the bending section cover was separated. The angulation system did not meet specifications. The angulation control knob was loose. The charge-coupled device (ccd) image displayed red/green/blue (rgb) dots. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the channel of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. The inspection and testing performed by service found the air/water channel was clogged with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify the root cause of the material caught in the channel. It is likely the foreign material could not be removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). The user can detect the suggested event by handling the device in accordance with the following IFU: "operation manual_ inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." The IFU states the following about reprocessing of air/water channel: "reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Presoaking the endoscope." Olympus will continue to monitor field performance for this device.